Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the tubing of a titanium transfer set. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. The reported problem of particulate matter was verified during visual inspection. Particulate matter (white residue) was identified inside the tubing. The particulate matter identified is fatty acid salt (like calcium stearate), calcium, carbonate, and a small amount of a carbonyl-based material. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.